Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hyperglycemia on the reported event date. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values when it was able. There was a period of approximately 6 hours on the reported event date where the ilet was unable to deliver insulin as the cartridge was empty and not promptly replaced. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. This hyperglycemic event was likely caused by an infusion set failure. The prolonged period where the insulin cartridge was not replaced that resulted in insulin delivery being suspended likely contributed to the severity of the event.

Event description:
On 8/12/24 a beta bionics clinical diabetes specialist (cds) was made aware that an ilet user experienced a high blood glucose (bg) event resulting in diabetic ketoacidosis (dka) and hospitalization. The event occurred on 8/1/24. On 8/13/24 a beta bionics customer care agent followed up with the user about the event. The user reported being admitted to the hospital on (B)(6) 2024 due to elevated blood glucose levels, which had been over 180 mg/dl for two days prior to hospitalization. Symptoms included blurred vision, body aches, and difficulty walking. Upon admission, the user's blood glucose reached over 600 mg/dl, and they were diagnosed with dka. The user reported having some difficulties with the convatec inset (23", 6mm) teflon cannula infusion set. The user received an insulin drip, antibiotics for an infection, and blood pressure medication. They were discharged on (B)(6) 2024. The user planned to meet with their cds on (B)(6) 2024 to resume using the ilet system and potentially start using the convatec contact detach (23", 6mm) steel infusion set.